Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt had been treated. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (pt treated) has been confirmed. Review of treatment analysis concludes that the pt received 1 inappropriate shock. Dual-lead signal artifact may have contributed to the false detection. Upon evaluation, the there was corrosion on the dn and cables. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. The response buttons were used only during earlier detections but not immediately prior to the treatment. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.